Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the change history of device parts and confirmed that the design of the dr board was changed on april 16, 2018. Since this device was manufactured before the operational amplifier circuit design change of the dr board, it is possible that the olympus 180 series endoscope could not be detected and the endoscope image was not displayed due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. The device did not work with the olympus 180 series endoscopes. The locking of the video connector socket was loose, but could be connected. The scope detection function of the device was worked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the maintenance, the olympus 180 series endoscopes did not work when used with the device. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not displayed due to a failure of the printed circuit board.